Manufacturer narrative:
Customer did not provide the lot number of the affected device.

Event description:
Information was received regarding a cadd administration set. It was reported that immediately after starting to use the product, the customer found leakage somewhere from the infusion line (the exact leaking spot is not certain). So he stopped using the product; there was no patient injury.

Manufacturer narrative:
One cadd administration set was returned for the evaluation of the reported issue, as well as 3 pictures. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. During the analysis conducted it could be observed a top view of the product in the first picture; a focus on the bonding of tube 105 and pump tube showed a leak and a hole under the pump, thus the failure mode reported was confirmed. Upon visual inspection, the sample was received with solvent spill under the pump tube which created a hole, the failure mode reported was confirmed again. The most probable root cause is that the solvent was not properly applied by the operator.